Event description:
It was reported that the patient had experienced multiple falls and the falls may have caused the left ventricular (lv) lead to dislodge and pull back into the pocket. It was also reported that a lv lead warning was triggered due to impedance "changes." The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed), and the distal conductor had blood/body fluid (not obstructed).